Manufacturer narrative:
The reported failure "head error" occurred during patient treatment. The affected drive with the serial number 910104771 was sent back to manufacturer for repair. It was received on 2021-03-29 and during investigation by the service department on 2021-04-20 the reported failure "head error" could be confirmed. The most probable root cause for the "head error" could be determined as: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The product in question was produced in 2018-11-01. The review of the non-conformities has been performed on 2021-04-20 for the period of 2018-11-01 to 2021-04-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but not yet received yet.

Event description:
The error message head error was displayed during patient treatment.